Event description:
It was reported by the pt, a technician at the eye care professional (ecp) office, that she experienced a peripheral corneal ulcer on (B)(6) 2013. The pt experienced moderate pain and severe redness. There was no anterior chamber reaction. There was corneal staining but the severity and the extent are unknown. The pt was prescribed zymaxid antibiotic qid for five days. She had a follow up exam on (B)(6) 2013 and at that time the ulcer had resolved and the pt resumed contact lens wear. Additional info was received on (B)(6) 2013 from treating eye care professional stated that the ulcer was centrally located and approximately 0.5 mm in size. The pt had two infiltrates, centrally located, and the largest infiltrate was 0.5 mm in size. The pt had moderate corneal staining, less than 50% of the cornea. There was moderate pain and redness and watery discharge. The prescription for zymaxid was q2h and then qid for seven days. The eye care professional reports that no follow up visit was necessary and that the pt has resolved and resumed contact lens wear.

Manufacturer narrative:
The device has not been received for analysis. The lot number is unk, therefore, further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).